Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was dim which resulted in the customer experiencing difficulties reading the screen. Customer's blood glucose was 208 mg/dl. No additional information was provided by the customer.